Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there was an audio anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that there was a constant tone. The customer stated that they changed the reservoir and the battery but the tone did not disappear. The customer was advised to take out the battery for 2 hours and revert to back-up plan during the insulin pump rest. The customer was advised to monitor the insulin pump and call back if further assistance is needed. The insulin pump will not be returned for analysis.